Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. The insulin pump was unable to perform the displacement test due to completely broken reservoir tube lip. The pump had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose was unknown. Customer reported that some of the plastic was broken. Customer reported that the damage is right where you insert the insulin cartridge (reservoir) right around the rim where you twist it around. Customer reported that last week while she was on vacation it broke off and on sunday customer noticed that it doesn't have the o-ring. Customer reported that it was high for the last two since sunday. Customer decline to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.